Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection showed the device is in good condition, just some minor nicks and scrapes on enclosure. Functional testing found that after running the device for 20 minutes it was noticed that water was leaking from around the drain valve. Upon opening up device a rip in the heater tape for heater was observed. Stripped screw on green/yellow ground block. Observed a brown stain inside enclosure running from bottom socket to bottom of enclosure. No system failure was found, however the leak was identified. A corroded drain valve was listed as the cause of the leak. Replaced the drain valve, both heaters and the bottom socket. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2006-03-13 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Needed to replace a green/yellow ground block as well. Replaced air detector door because it failed 4lbs. Pull test. Also replaced o-rings and fan guard per preventative maintenance.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.